Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: the daily insulin delivery totals appear inconsistent due to time/date issue. The black box and histories for issue reported on (B)(6) 2012 have been overwritten. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported having a history of erratic blood glucose (bg) levels. The patient mentioned that for years she had been followed by her health care provider (hcp) for erratic bg's. The patient indicated that about 7 times a month, she has low bg episodes. Specifically 2 weeks earlier, prior to contacting anm on (B)(6) 2012, she had a low bg level of "16 mg/dl" and paramedics were contacted. She was treated with a IV dextrose until her bg rose to "270 mg/dl." Although she suffers the low bg levels often, the patient claimed that she does not go to the hospital and just lets the paramedics treat her. She reportedly just stays home. In another event two days earlier, the patient claimed that her bg level rose to "500 mg/dl." She successfully treated herself with a correction bolus. The patient further added that she is more under control with her bg's while on the pump than when she was on shots. A review of the pump revealed that the pump's date/time and battery were correct. The pump's current basal rate was confirmed as being correct. The anm representative involved in this contact determined that the patient's erratic bg levels were related to diabetes management factors. The patient resumed pump therapy. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had suffered low and high bg levels suggestive of severe injuries. However, at this time, it is unknown if the pump contributed to the patient's injuries considering no issues were found with a review of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.